Manufacturer narrative:
Product complaint #: (B)(4). Component code: (B)(4). This is a combination product and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: was the needle piece(s) retrieved during the same procedure? Yes. Were there any unexpected outcomes or complications, as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Subcutaneous tissue of the ear. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? Unk. What tissue structure the broken needle was located? Subcutaneous tissue of the ear. Was there any additional tissue damage, as a result of searching for the needle piece?the subcutaneous tissue of the ear was cut to retrieve the needle. What is the current status of the patient? Good. Please provide the lot number: scmlcl. Device return status: local cq will follow the device return per sop. The procedure should be ear malformation plastic surgery. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare, active ingredient(s) - triclosan, dosage form - suture/solid/parenteral, strength - = 275 g/m. Related reports: 2210968-2022-10054 & 2210968-2022-10055.

Event description:
It was reported that a patient underwent a ear malformation plastic surgery procedure on (B)(6) 2022 and suture was used. During the procedure, the pull off suture needle occurred when stitching. Changed another one to continue, but the same issued occurred. Changed the 3rd one to continue, but needle did not penetrate the tissue after stitching. The doctor pulled back the suture and tried to pull the needle out. The pull off suture needle appears and the needle was stuck in the tissue. The x-film was used to position the needle and the tissue was cut to remove the needle. The surgery was extended by about 1 hour. Changed a new product to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the needle-suture piece does not belong to the product code vcp493. Please let us know what product code and lot number this belongs to? Unk. Does this needle-suture piece relate to this complaint? No. Was this needle-suture piece returned in error or belong to another complaint? Returned in error.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 01/03/2023. H6 component code: g07002 - incomplete device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned devices. Visual analysis of the returned sample determined that it was received one empty opened foil that pertain to product code vcp493h. As the suture was not returned and based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. As part of the quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.